Event description:
The facility reported the pump to have a failure on channel b while in use on a pt. The clinical director reportedly communicated with the baxter sales rep stating the pt did expire and that the pump failure did not contribute to the pt's death. Several attempts were made by baxter quality management to obtain additional info from the reporting facility by no return communication from the facility has been received.